Event description:
Boston scientific crm received information that this lead had dislodged three weeks post implant. During a revision, it was noted that the tip was bent and the helix had tissue encapsulated within. A new lead was successfully implanted. The date of implant was not made available to us, although the event description indicates that it was implanted sometime in 2009.